Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was observed that the battery handpiece device thread saw coupling was stripped and the tension screw was defective. It was further determined that the device failed the following pre-tests: check for leakage,check the saw blade coupling, check proper function of the trigger, check falling out protection (steal ring), check function of all modes, check response of on/off trigger and check performance are failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.